Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of death. However, there is no documentation of a causal relationship between the patient death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency. It is unknown if the patient was found deceased or if resuscitative efforts were administered. The patient¿s cause of death was not provided. Dialysis patients are at extraordinarily high risk for death with cardiac disease being the major cause of death and the single, largest, specific cause of death being attributed to arrhythmic mechanisms or sudden cardiac arrest (sca). Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The daughter of this peritoneal dialysis (pd) patient reported that the patient passed away while connected to the liberty select cycler. The cause of death was unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior no showed signs of physical damage.there were no visual indications of dried fluid within the cassette.there were visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.the system air leak test passed.valve actuation test passed.teach pump test passed.a simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. There were no visual discrepancies encountered during the internal inspection.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
The daughter of this peritoneal dialysis (pd) patient reported that the patient passed away while connected to the liberty select cycler. The cause of death was unknown. Attempts to obtain additional information were unsuccessful.